Event description:
It was reported that the internal threads of the implant (tsv4b11) are damaged. It was discovered due to an abutment not able to seat onto the implant. A thread tap was requested to re-thread the implant. The device remains implanted. Tooth location 27.

Manufacturer narrative:
This report is being submitted to relay additional and corrected information to supplement (B)(4). The following sections are being reported: b5: no new or additional event information. D4: expiration date: 31 aug 2021. D8: correction: no. G4: 20 feb 2019. G7: follow up. H1: malfunction. H2: additional information and correction. H4: 30 aug 2019. H8: correction: initial use of the device. The complaint device was not returned for evaluation as it remains implanted in the patient's mouth. The reported condition of "the internal threads of the implant are damaged. It was discovered due to an abutment not able to seat onto the implant." Could not be confirmed. A device history review (DHR) of the reported lot confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances which could have caused or contributed to the reported event were noted. A complaint history review was performed for the reported lot number for similar reported events and no other complaints were identified. A definitive root cause for the event could not be identified. However, the most likely root causes for the reported event are excessive insertion torque and customer error. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Device not returned.

Event description:
It was reported that the internal threads of the implant (tsv4b11) are damaged. It was discovered due to an abutment not able to seat onto the implant. A thread tap was requested to re-thread the implant. The device remains implanted. Tooth location 27.